Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. On an unknown date, an echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed. A mitraclip was deployed on the mitral valve, reducing mr to a grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported mitral regurgitation is cascading events of the slda. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.